Event description:
It was reported that the high impedance was first observed on the patient's vns system on (B)(6) 2015. Surgery is expected but has not been completed to date.

Event description:
It was reported, through clinic notes, high impedance was observed on the patient's vns. Attempts for additional information have been unsuccessful to date.